Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter and a guidewire. It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician successfully completed one pass in the target vessel and subsequently retracted the thrombus and the ace60 together. Upon removal from the patient, the physician found that the ace60 was fractured at the proximal end and remained connected by an inner wire. Therefore, the ace60 was no longer used in the procedure. The procedure was completed using a new ace60, the same neuron max, and the same microcatheter. There was no report of an adverse event to the patient.

Manufacturer narrative:
Evaluation of the returned ace60 confirmed a fracture underneath the strain relief and revealed a kink distal to the fracture. If the proximal end of the ace60 is retracted against resistance during use, damage such as a kink and fracture may occur. The reported tortuous patient anatomy likely contributed to the resistance during the retraction of the device. Further evaluation of the device revealed an additional kink on the catheter shaft. This damage was incidental to the reported complaint and likely occurred during packaging of the device for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.